Manufacturer narrative:
For regularization - retrospective review / FDA request . Event occured in (B)(6). In the absence of recovery of the dm, the origin of the breakage is not clearly identifiable. The product has been reworked to improve manufacturing reproducibility and reliability.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. White suture broke during surgery / acl repair.